Event description:
The onset of the infection was (B)(6) 2012. It was unknown if the infection was related to the patient's devices. As of (B)(6) 2012 the patient had not recovered. The patient's pump system was explanted on (B)(6) 2012. The patient became "less severe". A physician indicated that the infection occurred on the section overlapped by the catheter and the incisional wound; and he could not determine if the cause of the incident was due to procedure, or overlapping by the catheter and the incisional wound.

Event description:
It was reported that the patient experienced a fever and an infection in the back incisional wound. It was noted "infection appeared at the incisional wound when the catheter was overlapped". The "patient developed high ck". The patient was hospitalized. The outcome was noted as no sequelae. It was indicated that a "surgical removal of pump system was planned". The pump was delivering gabalon.

Event description:
It was later reported that the patient received 20mg of intravenous (IV) dantrium from (B)(6) 2013 through (B)(6) 2012, 1.5g of IV rocephin from (B)(6) 2012, 0.5g of IV vancomycin from (B)(6) 2012, and 4mg of oral periactin from (B)(6) 2012, all for treatment of the adverse event. Beginning on (B)(6) 2012, the patient began receiving 10mg of oral lioresal for treatment of spasms and ¿due to an increase in dosage of lioresal from 3mg¿. It was reported that the patient required hospitalization or prolongation of hospitalization for treatment of the infection at back incision site and fever. The infection was not related to the drug, pump or programmer and unknown if related to the catheter or procedure. On (B)(6) 2012 at 10:00, the patient was discharged from the hospital. That evening, the patient experienced a fever. On (B)(6) 2012, the patient had an examination at the hospital, had an emergency surgical removal of the pump and pump side catheter. The intraspinal catheter was preserved for spinal fluid collection purposes. Inspiratory asthma, severe opisthotonus and high creatine kinase (ck) levels occurred on (B)(6) 2012. The opisthotonus manifested after increasing lioresal to 10mg. The high ck levels and opisthotonus were not related to devices or procedure and unknown if related to the investigational drug. Pump operability tests and catheter x-rays were not performed. 10mg of dantrium were administered in the morning and evening on the same day. The following day, the patient was started on oral dantrium and periactin for withdrawal symptoms. On (B)(6) 2012, the patient¿s muscle tone gradually improved and ck levels decreased to 178 u/l. Three days later, the ck level normalized to 82 u/l. On (B)(6) 2012, muscle tone returned to the state before pump implant. It was unclear as to whether the cause of the infection was procedural or caused by the overlapping of the trip and the incision; it was considered to have no connection to intrathecal gabaron. Replacement of the pump and catheter occurred on (B)(6) 2012.

Event description:
It was reported that multiple dose adjustments were made for spasm control in which the patient's dose was continually increased. Spasticity and adl function vs. Predosing was noted as having significantly improved. The patient visited a hospital on (B)(6) 2012. The onset of both fever and infection was (B)(6) 2012; and severity was determined as being severe. Fever/infection were not considered to be withdrawal symptoms. The infection was further clarified as having occurred in the area where the catheter trim and skin incision overlap. Spinal fluid collection occurred on the day the pump and catheter were explanted. The patient was recovering as of (B)(6) 2012 in regards to infection and fever. It was indicated that there was no relationship between the infection/fever, and the intrathecal gabalon or patient's pump. It was unclear as to whether the cause was "something lacking in procedure, or caused by the overlapping of the trim and the incisions". Following surgery an observation of inspiratory asthma, strong opisthotonic posture, and high ck levels (1400 iu/l) were judged to be withdrawal symptoms. The onset of the patient's high ck levels and opisthotonus severity was considered moderate. Oral dantrium and periactin were administered for withdrawal symptoms. The muscle tonus was gradually improving; and ck was lowered to 178 iu/l. A few days later the ck "normalized" to 82 iu/l. Approximately one week later the muscle tonus condition returned to the same as before the patient's pump was implanted. As of (B)(6) 2012, the patient was still recovering. It was noted that the high ck levels could be considered a symptom of withdrawal due to removal of the pump system; however the connection to intrathecal gabalon was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8711, serial# (B)(4), implanted: unk, explanted: unk.

Manufacturer narrative:
(B)(4).